Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon; por condition. The patient was inpatient in the hospital with a foley catheter. They wanted to remove the foley but states, she has no urinary control because, ins was not working. The patient turned ins prior to surgery. The patient had a hip replacement for the 4th time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037; product type programmer, patient product ID 3889-28 lot# va09b9j, implanted: 2013 (B)(6); product type lead (B)(4).